Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6)2023. On (B)(6) 2023, the patient experienced inaccurate cgm values which occurred 3 days after the sensor had been inserted in the abdomen. After dosing insulin and before sleep, the patient received a low alert on the dexcom g6 app with a reading low. The patient did not experience any symptoms prior to and/or at the time of the event. The patient did not check his bg. The patient self-treated the asymptomatic urgent low reading with carbohydrates. The cgm reading continued to show low after treatment, so the patient decided to go to the emergency room. There, the bg was showing 500 mg/dl. The patient was treated with 2 shots of insulin and IV fluid. The patient rested and was discharged at 3:00 am. At the time of the report, the patient was fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.